Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels. Correction boluses were delivered and supply changes were performed and the customer continued experiencing elevated bg levels of 380-390 mg/dl and high sodium levels leading to an emergency room (ER) visit. While in the ER, the customer received fluids as treatment. The contact also reported the customer has no endocrine function and multiple separate medical issues which led to the hospitalization. While in the hospital, the customer received treatment via manual injections. No damage was noted to the customer's pump supplies in use during the hospitalization the customer's healthcare provider alleged there was an underlying pump issue causing the high bg levels. During troubleshooting, an incomplete bolus alert and expected valid resume pump alarms were observed in the pump's logs. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.